Manufacturer narrative:
The customer reported complaint for the thermogard console (sn (B)(6)) displayed the tcmid:07 (coolant temp high) error message was confirmed during the event log review but not during the initial functional testing. During device evaluation, the lm-34 a/b temperature sensor was found to be dirty, corroded, or degraded, which most probably caused the thermogard console to display the tcmid:07 error message intermittently. The event log was reviewed and confirmed the occurrence of the tcmid:07 error. In addition, the event log showed the presence of a tcmid:08 (coolant temp low) error message around the customer's reported event date as a result of the degraded lm-34 a/b temperature sensor. The thermogard xp ivtm system passed the preliminary functional testing without any issues. The customer reported tcmid:07, and the observed tcmid:08 in the event log was not reproduced during the functional testing. However, further testing of the thermogard console revealed a possibly degraded lm34 a/b temperature sensor as the root cause for the intermittent tcmid:07 and tcmid:08 errors. The lm-34 a/b temperature sensor needs to be replaced to address the faults. Waiting for the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for the thermogard console with serial number (B)(6).

Event description:
As reported, the thermogard console (sn (B)(6) displayed a tcmid:07 (coolant temp high) error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not received thermogard console for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed.